Manufacturer narrative:
Article reference: dibie, alain, quentin landolff, aurelie veugeois, and nicolas amabile. Chimney technique in a tavr-in-tavr procedure with high risk of left main artery ostium occlusion. European heart journal (2020). Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the structural valve deterioration could not be confirmed, however, may be due to pre-existing valvular disease progression and additional patient factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article, chimney technique in a tavr-in-tavr procedure with high risk of left main artery ostium occlusion, approximately 7 post implant of a 26mm sapien xt valve in the aortic position, the patient developed symptomatic aortic valve failure (mean gradient of 64mmhg). A 29mm non-edwards valve was implanted within the sapien xt valve.